Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of "no audio" was reproduced and confirmed through evaluation. Evaluation found that the back flex was not fully seated in the input/output printed circuit board (I/o pcb) connector. When seated correctly the unit has audio and functions as designed.

Event description:
It was reported a spectrum pump had "no audio". It was also reported there was no patient involvement.